Event description:
Information was received indicating that an internal leak occurred to a smiths medical level 1 h-1025 fast flow fluid warmer during testing. It was reported that there was no patient involvement and that no alarms occurred. There were no reported adverse effects.

Manufacturer narrative:
One level 1 trauma fast flow system was returned for analysis. Upon visual inspection of the unit, the h31b air detector was missing, the return tube was cracked, and damage internal components. The crack in the return tubing was observed to be leaking water; confirming the complaint of leaking. Based on the evidence, the root cause was found due to a design issue.